Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal and stent damage. The 5 most proximal stent strut rows were damaged; the proximal stent rows 1-2 and 5 were damaged with stent struts lifted and pulled distally. Proximal stent rows 3-4 appeared slightly damaged and misaligned. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on analysis completed on 18-dec-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported. However, returned device analysis revealed proximal stent damage.